Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre sensor received unspecified high scans when compared to a built-in meter. The customer became hypoglycemic and experienced a seizure and he was unable to self-treat. The emergency services came to the customer¿s home where glucose was administered intravenously and the customer was taken to the hospital where a reading of 1.9 mmol/l was obtained. The customer was diagnosed with hypoglycemia but no additional treatment was rendered. The customer additionally reported sensor readings of 4.5 mmol/l and 7.8 mmol/l compared to results of 1.9 mmol/l and 3.10 mmol/l obtained on the adc meter on an unspecified date. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. It was observed that the customer did not assemble the product, the sensor plug was still in the sensor pack and was therefore not seated in sensor. The sensor was found to be in sensor state 1 (indicating the sensor was never activated by the customer). This issue is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre sensor received unspecified high scans when compared to a built-in meter. The customer became hypoglycemic and experienced a seizure and he was unable to self-treat. The emergency services came to the customer¿s home where glucose was administered intravenously and the customer was taken to the hospital where a reading of 1.9 mmol/l was obtained. The customer was diagnosed with hypoglycemia but no additional treatment was rendered. The customer additionally reported sensor readings of 4.5 mmol/l and 7.8 mmol/l compared to results of 1.9 mmol/l and 3.10 mmol/l obtained on the adc meter on an unspecified date. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.